Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. Pump received with corroded battery tube, stripped battery cap coin slot (p), cracked battery tube thread, broken reservoir tube lip, cracked reservoir tube, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer¿s blood glucose level was 325 mg/dl. The customer stated cracks around the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.